Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implants. Implants were placed ok in sites #14 (class iii-IV) and #7 (class ii bone) during a routine procedure. The clinician reports that the reason for implant failure may be that the implant in site #7 may have directly contacted the denture base. The implant in site #14 was removed because the surgeon did not like the implant position. Another implant was placed immediately in site #15. Implants were removed on 8-27-97.